Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a radical cystoprostatectomy, the jaws of the device could not be reopened while applied to tissue. The surgeon was able to manually force the jaws open with no tissue damage; however, the knife blade was found to be protruding from the jaws of the device. There was no injury to the pt. Another device was opened and used to complete the procedure.